Event description:
See h10.

Manufacturer narrative:
Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU, following is taken from the english version): potential adverse events the following potential risks and complications associated with general anesthesia, cerebral angiography, intracranial catheterization, intracranial stent placement or intra-saccular coil deployment have been identified below: ¿ allergic reaction, including but not limited to: contrast dye, nitinol metal, and any other medications used during the procedure; ¿ aphasia ¿ blindness; ¿ cardiac arrhythmia; ¿ coil prolapsed or migration into normal vessel adjacent to aneurysm ¿ complications of arterial puncture including pain, local bleeding, local infection and injury to the artery, vein or adjacent nerves; ¿ cranial neuropathy; ¿ death; ¿ device fracture, migration or misplacement; ¿ dissection or perforation of the parent artery; ¿ headache; ¿ hemorrhage (i.e., intracerebral hemorrhage (ich), subarchnoid hemorrhage (sah), or retroperitoneal (or in other locations)); ¿ hemiplegia; ¿ hydrocephalus; ¿ infection; ¿ injury to normal vessel or tissue; ¿ ischemia; ¿ mass effect; ¿ myocardial infarction; ¿ neurological deficits; ¿ occlusion of non-target side branches; ¿ pseudo aneurysm formation; ¿ reactions to anti-platelet/anti-coagulant agents; ¿ reactions due to radiation exposure; ¿ reactions to anesthesia and related procedures; ¿ reactions to contrast agents; ¿ renal failure; ¿ aneurysm rupture; ¿ stenosis of stented segment; ¿ seizure; ¿ stent thrombosis; ¿ stroke or tia (transient ischemic attack); ¿ thromboembolic event (t/e); ¿ vasospasm; ¿ visual impairment.

Event description:
It was reported that there was a clinical issue. The stent was implanted for an a-com cerebral aneurysm from left a2 to a1. Cone-beam CT confirmed complete stent apposition, and it was determined that there was no problem. Competitor¿s six coils were also implanted, and the procedure was successfully completed. Dapt had started before the treatment, and the pru was in the 110 range, which was normal. The following evening, an abnormality was noted in the patient and MRI revealed blood clots were present to the periphery. Angiography was immediately performed, and blood clots were noted at the distal flare of the stent and the entrance of the right a2. Drug was administered. According to the physician, it is unknown whether this event is related to the product. The patient completely recovered after rehabilitation and scheduled to be discharged from hospital. No additional catheter treatment is planned, and medication will be continued.

Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The blood clots that were noted at the distal flare of the stent and the entrance of the right a2 could not be confirmed. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. H3 other text : the device was implanted and cannot be returned.

Event description:
It was reported that there was a clinical issue. The stent was implanted for an a-com cerebral aneurysm from left a2 to a1. Cone-beam CT confirmed complete stent apposition, and it was determined that there was no problem. Competitor¿s six coils were also implanted, and the procedure was successfully completed. Dapt had started before the treatment, and the pru was in the 110 range, which was normal. The following evening, an abnormality was noted in the patient and MRI revealed blood clots were present to the periphery. Angiography was immediately performed, and blood clots were noted at the distal flare of the stent and the entrance of the right a2. Drug was administered. According to the physician, it is unknown whether this event is related to the product. The patient is being followed.